Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant reported via phone call of low blood glucose readings and hospitalization. The customer stated that she had a low reading of 37 mg/dl and had to call emergency medical services. The customer declined to speak with helpline.